Manufacturer narrative:
One actual sample was returned for evaluation. A visual inspection was performed with the naked eye and observed that there was a missing cap on the patient line connector. The reported issue was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The nurse reported that the homechoice set with cassette, not the extension set, had the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) patient line extension sets had missing caps. This was noticed before use. There was patient involvement but no patient injury or medical intervention associated with this event. No additional information is available.